Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal vhd was deployed. A hematoma began to develop immediately after deployment. Manual compression was applied and hemostasis was achieved. The pt was discharged home. Two days later, the pt returned to the emergency room complaining of pain in the right groin. A large hematoma was noted via ultrasound. The bleed controlled spontaneously. The pt's hemoglobin dropped 8.6 and the pt was given one unit of packed red blood cells. The pt was stable and was later discharged. No further complications were reported.